Event description:
On october 25, 2002, level 1 was served suit papers alleging that during recovery from a coronary artery bypass graft, the pt's condition deteriorated. Pt was then re-opened and underwent emergency cardio bypass, twice. Physician identified massive amounts of air in pt heart in right ventricle and pulmonary artery.